Manufacturer narrative:
Khurana, divya s. Et al (2005) vagus nerve stimulation in children with refractory epilepsy: unusual complications and relationship to sleep-disordered breathing. American epilepsy society meetings in washington, dc, 2-6.

Event description:
It was reported that a vns patient developed osa after implantation. The patient underwent tonsillectomy and adenoidectomy. The patient received a good efficacy with vns. Good faith attempts to obtain additional information have been unsuccessful to date.